Event description:
An endurant abdominal stent graft system was implanted in the patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The aneurysm size is unknown. It was reported that at some point during the procedure the balloon fell in the mid portion of the bifurcated stent graft and moved the bifurcated stent graft down slightly which required an aortic cuff to be implanted proximally. At the end of the procedure there was no endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft misplacement), unapproved use of device (treating a preoperative rupture). Evaluation, conclusion: user error contributed to event (treating a preoperative rupture).